Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant: 4592-45 implantable pacing lead, (B)(6) 2000.

Event description:
It was reported by remote transmission the ventricular lead has high outputs. The lead remains in use.no patient complications were reported as a result of this event.